Event description:
It was reported that the patient was having difficulty charging ipg due to migration. The patient underwent an ipg pocket revision procedure and the patient was doing well postoperatively. Nothing was explanted or implanted.